Event description:
Reportable based on device analysis completed on 30 sept 2013. It was reported that difficulty crossing lesion occurred. A 24 x 2.50mm taxus liberté drug eluting stent was advanced into an unspecified target vessel but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed distal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was returned for evaluation. A visual and microscopic examination of the device found the device wit distal stent damage. Struts at the most distal row were slightly flared. The hypotube was kinked along its entire length. Solidified blood was present within the guidewire lumen indicating that the device had been used in vivo. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).